Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. System check was performed and the pump performed as intended. The customer declined to remove the infusion set site. After the system check, the customer successfully delivered a bolus without changing any supplies.